Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (part 04.211.020s, lot l133330): it was reported that the plate and the screw were used in surgery for the fractures of the olecranon and the radius head on (B)(6) 2017. The surgeon was drilling the bone with the fixed drill sleeve raised properly. Although the surgeon applied the torque to the locking screw more than enough, the proximal olecranon plate could not be locked. Another plate different in size was used to complete the procedure. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Procedure was completed successfully. Customer quality (cq) engineering investigation: this complaint was not able to be confirmed at cq. The reporter did not identify which variable angle (va) plate hole was being used during the complaint and visual inspection at us cq could not definitively identify which hole would not reportedly work with the returned locking screw. This complaint condition was not able to be replicated at customer quality (cq). A torque limiting attachment was not available in order to replicate the returned screw not locking to an unknown hole in the returned plate. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. The returned devices are implants in the 2.7mm/3.5mm variable angle (va) lcp (locking compression plate) elbow system. Per the complaint description, "although the surgeon applied the torque to the locking screw more than enough, the proximal olecranon plate could not be locked." "More than enough" torque is not the appropriate/required amount of torque required to properly lock a locking screw to the plate. Per important technique guide, "the 2.7mm variable angle locking screw can be inserted manually or with power. For manual insertion, use the handle for torque limiting attachment. Do not lock the screws with power equipment. Do not lock the screws with power tools. Confirm screw position and length prior to final tightening. Final tightening must be done manually using the 1.2nm torque limiting attachment." This complaint was most likely due to not using required/appropriate 1.2nm torque limiting attachment for final tightening causing the screw to not lock to the plate. Device 2 of 2: part#04.211.020s va lockscr ø2.7 head 2.4 self-tap l20 ta. Visual inspection at us cq no damage or wear that would inhibit functionality was observed when viewed under 5x magnification. Drawing review: tabulated drawing for the family of 2.7mm variable angle self-tapping locking screws with stardrive recess was reviewed during this investigation. No product design issues or discrepancies were observed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Rm only, un-tick adverse event & required intervention to prevent permanent impairment/damage. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: common device name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID, age, dob and weight not available for reporting. Additional product code: hwc. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). The surgeon had to select different size plate to complete the surgery. Device history records review was conducted. The report indicates that the: please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 15.sep.2016 expiry date: 01.sep.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.211.020 / h172013 was manufactured in us. Manufacturing location: (B)(4), manufacturing date: 29-aug-2016. Part #: 04.211.020, lot#: h172013 (non-sterile) - 2.7 mm ti va lckng scr slf-tpng with t8 stardrive recess 20 mm. Quantity (B)(4). Inspection sheet - mill shaft threads, turn/thread head, flute final inspection sheet (B)(4) rev:h meet acceptance criteria of inspection sheet. Components: 04.211.020.999 - 2.8 mm ti screw blank 20 mm lot h168780 reviewed. Lot was released to bp55 on 10-aug-2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the plate and the screw were used in surgery for the fractures of the olecranon and the radius head on (B)(6) 2017. The surgeon was drilling the bone with the fixed drill sleeve raised properly. Although the surgeon applied the torque to the locking screw more than enough, the proximal olecranon plate could not be locked. Another plate different in size was used to complete the procedure. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Procedure was completed successfully. This complaint involves 2 parts. Concomitant part: drill sleeve (quantity 1). This report is 2 of 2 for (B)(4).